Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4)

Event description:
The consumer reported that the patient was setting off security alarms. The patient stated she was setting off alarms in every store she was going into. This occurred the day of the report, and had occurred in the past as well. When the alarm went off, she did not have any increase in stimulation or any changes in stimulation. It was also reported that the stimulator area was sore. There were no recent falls or trauma; the patient did not remember bumping it or falling on it. The site was warm to the touch and was tender. The patient was unsure if it was swollen. Compatibility for a stress test was also given. Relevant medical history included other chronic intractable pain in the trunk or limbs.